Event description:
Audio visual equipment turned on for endoscopy case. Color bars noted on monitors. After connecting camera cord to camera storz box noted no picture. Upon closer inspection of camera box noted the dvi adapter was pulled apart.